Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device jaw was become difficult to open on the middle way of the surgery and had become unable to be used. It was noted that the jaw was partially opened. It was replaced with a new one and it worked fine. There was no patient injury.